Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from the customer reporting that a ¿check vent: backup alarm failed" (diagnostic code 1104) error occurred on a v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) confirmed the issue in the event log. The pse replaced the cpu board to correct the issue. The device was operational after repairs were completed.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17751.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing. The technician verified that the alarm error code e1104 shows in the log retrieved from the service. No associated occurrence or error code e1104 could be duplicated at the pil during the boot up of the cpu pcba or stb operation using the cpu pcba. With the test ventilator in a no power/hardware power fail state the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specification. Ls1 resistance was measured showing a solid 399k ohms, verifying that ls1 is not shorted or open. The pil technician verified that ls1 (secondary speaker) functions as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. The technician purposely generated an alarm condition by the temp disconnect of the pprox tube from the pprox port of the stb. The pil technician verified the alarm for pprox was generated as expected. The customer allegation resulted in a no fault found conclusion.